Manufacturer narrative:
A medtronic representative reported that he added the lines to the .xdefaults file and the site has had successful cases since.

Manufacturer narrative:
Patient weight was unavailable. A review of the default image settings by technical services and the medtronic on site rep found that the image editing lines were not present in the .xdefaults file. He added the lines but was unable to test the system at this time. The rep also reported that in a subsequent case, the ceretom merge was much better as it was positioned closer to pt. Anesthesia, so position of the ceretom may have been a contributing factor.

Event description:
A medtronic representative reported that during a deep brain stimulation (dbs) surgery the surgeon reported that when merging a ceretom CT scan with a diagnostic CT, the auto merge was slightly inaccurate. The site staff tried a manual merge and it was also inaccurate. The rep noted the diagnostic CT loaded very white washed. The surgeon chose to continue navigation with a known slight inaccuracy for the procedure. The lead was confirmed to be placed correctly with no patient impact.